Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-26730, related manufacturing reference number: 2017865-2021-26732, related manufacturing reference number: 2017865-2021-26734. It was reported that the patient presented in the hospital with a bacteremia infection. It was noted that the right atrial lead exhibited vegetation. The patient was not dependent. The implantable cardioverter defibrillator, right ventricular, right atrial and left ventricular leads were explanted. There were no patient consequences.